Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: dizziness-ndr : not applicable as the event is not related to the device. Wrinkling : no observed on the device. Malaise -ndr : not applicable as the event is not related to the device. Headache-ndr : not applicable as the event is not related to the device. Visibility/palpability : unable to observe since it is a medical event and is not related to the device. Anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient has reported bilateral pain, as well as increasing dizziness and exhaustion. Patient has further reported "MRI of my head, neck, back, thoracic vertebrae and in the thoracic vertebra they found an accidental finding that it was a ganglion?", "vertigo", "headaches" and capsular contracture baker grade iii, diagnosed by palpation. Device remains implanted with explant scheduled. This relates to the left device.